Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining an alleged inaccurate high reading of "457 mg/dl" with the subject meter on the afternoon of (B)(6) 2013. The patient infirmed the cca that he manages his diabetes with a combination of insulin and oral medication. The patient claimed he took his usual dose of medication despite the higher than expected reading; however, approximately 10-15 minutes later, claimed he developed symptoms of "sweating, shaky, fatigue, dizziness and nausea." The patient reported treating self with glucose tablets/gel. At the time of the call, the patient also reported that on the morning of (B)(6) 2013, he had developed symptoms of "very sweaty, blurry vision and shaky." At the onset of symptoms he tested with the subject meter and obtained an alleged inaccurate low reading of "70 mg/dl" with the subject meter. The patient reported treating self with food and/or drink. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.